Event description:
An altitude alarm was reported on the pump, causing insulin suspension due to alarm conditions. Despite this, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted various troubleshooting steps, including cleaning speaker holes and replacing the cartridge, but the alarm persisted. Customer technical support decided to replace the pump and cartridge, advising the customer to use multiple daily injections as a backup therapy. Instructions for handling the replacement pump and returning the problematic one were provided, and a replacement pump with updated software was sent to the customer.